Event description:
It was reported that the right atrial (ra) lead was found to be dislodged during the next day post-operative interrogation. The following days observed small p-waves, decreased impedance, and high thresholds. The lead was repositioned, and it remains in use. No patient complications have been reported as a result of this event.